Manufacturer narrative:
(B)(4). During sample evaluation it was identified that the patient connector was not properly molded. The cause was determined to be manufacturing related, and the issue was reviewed with appropriate manufacturing personnel. A batch review indicated that there was no process change that would have contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and evaluated for a previous complaint. A batch review was conducted with no issues noted during the manufacturing process. A visual inspection was performed and the sample contained a small void in the patient adapter. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The report of a damaged transfer set was found during sample evaluation. There was no patient involvement, patient injury or medical intervention was not reported along with this complaint.